Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that there was no error in registration. The staff at facility did not adjust 3d image threshold and anatomy was not visualized so registration could not occur. It was determined that the issue was related to user error. The site experienced less than 1-hour delay. It was unknown if the surgery proceeded without navigation. There was no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess) procedure. It was reported the site was having issues with registration, specifically there was a registration error. Troubleshooting was performed over the phone involving emitter placement, patient tracker, electromagnetic box, exam loading, and trace methods but the site was still unsuccessful in getting the system to perform.